Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that validation code had stopped working. A technical support specialist received a call reporting that the validation code was not functioning, and the drawers were not opening. The technical support specialist connected remotely to the system and identified that three units were required, but only one unit was available. The technical support specialist advised customer to reached out to pharmacy. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user stated that validation code was not working, drawers would not open and found that they needed 3 hydromorphone tab 2mg but only 1 was left. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.